Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation did not identify a product problem. The elecsys hiv duo assay performed within specification, as false reactive results can occur using the elecsys hiv duo assay. This may occur since the specificity of this assay is less than 100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings.

Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas pure e 402 analytical unit. The hivag result was 2.40 coi (reactive). The ahiv result was 0.040 coi (non-reactive). On (B)(6) 2025, the hivag result was 1.220 coi (reactive). The ahiv result was 0.060 coi (non-reactive). The result using detamine rapid test was negative. The result using sd bio-line rapid test was negative. The customer sent the sample to another laboratory for testing. The hivcompt result from a cobas e601 was 0.233 coi (non-reactive). The vitros (cmia) anti-hiv result was negative. On (B)(6) 2025, the customer recalibrated the assay and performed qc, which passed. The sample from (B)(6) 2025 was repeated. The hivag result was 1.23 coi (reactive). The ahiv result was 0.052 coi (non-reactive). On (B)(6) 2025, the hiv rna pcr result was not detected.